Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose over 600mg/dl, and his blood glucose was treated with an insulin drip. The customer stated that after going home she realized it was the infusion even though the insulin pump has been replaced. No further information was provided.